Event description:
"Dealer states, when user plugged in the charger, the joystick starts smoking and a burning smell and user quickly unplugged charger from joystick but the damage was already done. Joystick will not turn on any more."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxspree-cg, serial number/date code (B)(4) is approximately 1 yr. 4 months old. The owner's manual part number 1149267 rev. E (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumers age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.